Event description:
The reporter stated the surgeon inserted a collamer lens. The lens tore upon insertion into the eye. The lens was removed. Additional information has been requested from the user facility but none has been forthcoming.